Manufacturer narrative:
The pump was received with a scrambled display due to a short at the lcd driver board. They were unable to perform the displacement test or verify the button error alarm due to a scrambled display. The keypad was inspected and no damage was noted. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer stated that she tried clearing the button error alarm but it keeps coming back. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.